Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level exceeded 600 mg/dl, causing the bg meter to stop reading because it was too high. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). There was no need for third-party assistance, and the customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Cts determined that no additional assistance was necessary and decided to close the case.